Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope exhibited glitching image. The issue occurred during colonoscopy procedure while the device was inside the patient. The procedure was completed after a brief delay with a similar device. There were no reports of patient harm.